Event description:
A tech reported that an intraocular lens (iol) that had been "piggy backed" onto another iol was explanted due to the pt was having recurrent episodes of iritis. Additional info has been requested. There are two medical device reports associated with this event. This report is for the "piggy backed" lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).